Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the cartridge cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/07/2014-product analysis: the cartridge cap has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the cartridge cap threads were observed to be damaged. The cartridge cap could not properly secure to the pump.